Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet m2a-magnum mod hd sz 52mm item #: 157452 lot #: 022620, biomet m2a-magnum 52-60mm tpr insrt-3 item #: 139266 lot #: 253770.

Event description:
It was reported that during a revision surgery, the taper adapter removal tool broke, resulting in a surgical delay greater than 30 minutes. The taper was unable to be removed without the tool, so the patient was unable to be revised.

Manufacturer narrative:
Reported event was confirmed by review of returned instrument. Visual inspection confirmed that the removal shaft had fractured. No other significant damage was observed on the threads of the shaft. Impact marks and scratching were found on the knurled portion of the handle and wrench. No damage was observed to the removal body or its threads. Hardness testing showed the hardness to be within specification. The product was determined to be conforming. The device has a potential field age of over 5 years, it is unknown how many times the device was used in the field. Device history records (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.